Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Procedure cranial surgery. The customer has stated the valves were not functioning correctly and required revising. Valve revised with certas. No ae to patient. No delay in case.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the images were taken of the valve¿as received¿. The position of the cam when valve was received was at setting 6. The valve was visually inspected: no defects were noted. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
The patient had a shunt in situ which was not functioning correctly she was revised on thursday (B)(6) 2017 and then again on (B)(6) 2017. The surgeon is querying shunt functionality. I have no other information other than the operation symptoms or the patient.